Event description:
It was reported the pt ((B)(6)) experienced a sensation she described as an electrical shock, then stopped feeling stimulation. The physician elected to proceed with surgical intervention. Intra-operative testing identified invalid lead impedances. The lead was explanted and replaced, which resolved the reported issue.

Manufacturer narrative:
Results: the complaint regarding invalid impedance was confirmed. As received, the lead had a bent area with all wires broken. The outer tubing was not breached at this location; therefore, the hard bend and broken wire damage is consistent to a localized repetitive overstress condition encountered over time while the lead was in the pt. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.